Manufacturer narrative:
The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot numbers and the expiration dates were requested but not provided. The field service engineer (fse) inspected the analyzer and replaced the measuring cells and tubings. The syringe slides and pinch tubes. He performed a blank cell test which showed an issue with the vertical mixer's high position. He then cleaned the dust in the sensor. The investigation is ongoing.

Event description:
The initial reporter received questionable ft4, psa, tsh, and t3 assay results from five patient samples tested on the cobas e411 disk. Patient sample 1 ft4 the initial result was 9.2 pmol/l. The first repeat result was 76.1 pmol/l. The second repeat result was 65.4 pmol/l. Patient sample 2 ft4 the initial result was 16.3 pmol/l. The first repeat result was 59.4 pmol/l. The second repeat result was 38.2 pmol/l. Patient sample 3 psa the initial result was 9.26 mg/l. The repeat result was 16.25 mg/l. Patient sample 4 tsh the initial result was 27.90 mui/l. The first repeat result was 16.89 mui/l. The second repeat result was 31.56 mui/l. Patient sample 5 t3 the initial result was 1.9 "mui/l". The repeat result was <10 "nmol/l". The initial results were not reported outside of the laboratory. The reference ranges were requested but not provided.